Manufacturer narrative:
E1: facility name (B)(6). H3: device was not returned for root cause analysis. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint could not be confirmed and without the return of the used samples, a comprehensive failure investigation could not be performed, and a probable could not be determined.

Event description:
It was reported that the device had an air in line alarm. There was no patient involvement.

Manufacturer narrative:
B5: additional information was received indicating that it was unclear if side effects reported by the patient were a result of receiving extra 5fu versus other systemic chemotherapy. There was a patient involvement and unknown patient harm/adverse event reported.